Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation was unable to determine a conclusive cause for the reported stent fracture. The additional therapy/ treatment was due to operational context. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that a 9.0x40mm absolute vascular pro self-expanding stent system (sess) was advanced to the target lesion, and the stent was successfully deployed. The stent was post-dilated without issues; however, a stent fracture on the distal end was observed. Another 9.0x40mm absolute vascular pro stent was deployed overlapping to treat the fractured stent. There were no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.